Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The field service engineer ran performance testing and this passed. Wall voltages, system voltages, and liquid level detection voltages were verified. The probe/liquid level detection voltage was too high and this was resolved. Syringe seals were replaced. Mechanical adjustments and fluidics were checked. Performance testing passed again. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two samples collected from the same patient tested with the elecsys pth stat immunoassay on a cobas e411 rack. A first sample (baseline) was collected from the patient and tested, resulting in a pth value of 113.4 pg/ml with a data flag. A second sample (0 minute) was collected from the patient and tested, resulting in a pth value of 9.86 pg/ml with a data flag. The result was questioned by the physician as it did not match the patient's status during surgery. The sample was repeated, resulting in a value of 230.1 pg/ml with a data flag. A third sample (5 minute) was collected from the patient and tested, resulting in pth values of 161.2 pg/ml with a data flag and 162.6 pg/ml with a data flag. A fourth sample (10 minute) was collected from the patient and tested, resulting in a pth value of < 6.00 pg/ml with a data flag. The result was questioned by the physician as it did not match the patient's status during surgery. The sample was repeated, resulting in a value of 145.4 pg/ml with a data flag. A fifth sample (15 minute) was collected from the patient and tested, resulting in a pth value of 123.2 pg/ml with a data flag. The repeat values were deemed correct.